Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient contacted (B)(6) to initiate claim. Patient reported revision surgery. Reason for revision is unknown. No further information is available at this time. Update (B)(6) 2011 - litigation papers allege patient suffered the following personal and economic injur(ies) as a result of the implantation with the asr hip implant: bodily injuries, resulting in pain and suffering, impairment, disability, disfigurement, mental anguish, loss of capacity for enjoyment of life, expenses of hospitalization, medical and treatment and loss of the ability to earn money. The patient could not have known that he was injured by excessive levels of chromium and cobalt until after the date he had his blood drawn and he was advised on the results of said blood-work. Patient had the left asr hip implant explants on (B)(6) 2009. In litigation papers, the following are the implant and explant dates: doi.